Event description:
It was reported that the septum of an interlink luer lock injection site turned sideways or flipped inside out. This occurred during patient infusion using a power injector for either a computed tomography (CT) scan or magnetic resonance imaging (MRI) procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample arrived out of the pouch, used. Visual inspection showed that the septum was inverted. The septum was removed from the housing and microscopic inspection showed that the center slit is present. The cause was determined to be due to the use of this product with a power injector. A review of the product label showed that this product was not compatible with a power injector. Should additional relevant information become available, a supplemental report will be submitted.